Event description:
Patient prescribed animas ping insulin pump on (B)(6) 2011. On (B)(6) 2011, patient paged provider to state she had forgot to disconnect insulin pump from her infusion site during cartridge change and priming of tubing. Patient initiated prime and pump completely emptied full cartridge into patient (200 units). Pump should have only primed to fill tubing and stopped. Patient is (B)(6) pregnant and had to be rushed to emergency department for insulin overdose. She required multiple doses of d50 glucose and d10 IV glucose to stabilize glucose. Patient glucose was 88 mg/dl when pump set change initiated and then 32 when arrived at ER within 15 minutes. She was hospitalized for 3 days before glucose returned to normal. Diagnosis or reason for use: gestational diabetes mellitus.